Event description:
The pt returned for removal of his ivc (inferior vena cava) filter that was placed in (B)(6) 2009 during his initial trauma two years ago. At the time of the pre removal evaluation, the filter was noted to be broken with one leg distant to the ivc and one leg near the ivc. The main portion of the filter was removed without event. X ray was performed and two primary struts were fractured from the filter. CT scan of the abdomen showed the remaining filter fragments to be in the retroperitoneum. One leg was just outside the cava near the vertebral body and the other was close to the kidney according to the physician. The pt was asymptomatic. The findings were discussed with the pt. The pt was instructed to contact this facility in the event that there were any future concerns regarding the remaining filter fragments.

Manufacturer narrative:
Lot #: unk as info was not provided by reporter. Expiration date: unk as lot is unk. Age of device is unk as lot number as lot is unk. (B)(4). This investigation is in progress.